Event description:
During a remote follow-up, a charge time out alert was received by the device. Additionally, audible noise was observed coming from the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of charge time out and audible noise were confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated a charge time out occurred during capacitor maintenance. The device was cut open and an anomalous transistor in the hybrid was found to be the cause of reported event.